Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-00544.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-01076 & 01077).

Event description:
It was reported the patient underwent total right hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2009 due to poly wear. The liner was removed and replaced. The patient was revised again on (B)(6) 2015 due to pain and osteolysis behind the cup. The cup, liner, and modular head were removed and replaced.